Event description:
The customer contact reported, the pt possibly received more medication than intended. On (B) (6) 2009 at an unspecified time, the pump was programmed to deliver fentanyl 50 mcg/ml in the pca+continuous mode with a 20mcg/hr continuous rate, a 15mcg pca dose, an 8 minute pt lockout, and a 300mcg 4 hour limit and the delivery was started. The pt was status post operative for a bowel resection and was on continuous cardiac monitoring. On (B) (6) 2009, at approx 0400, the pt experienced a cardiac arrest. No medical interventions were performed. The pt had a dnr (do not resuscitate) order. At an unspecified time, the pt expired. The device was removed from clinical service. The customer contact reported the device was programmed correctly; however, based on volume totals (usage, waste, etc.) It was calculated that the device would have been delivering at rate of 40mcg/hr and not the programmed rate of 20mcg/hr. The customer contact reported the pt's death was sudden and "not indicative of a narcotic overdose". It was reported that the pt's oxygen saturation "stayed high" and did not drop below 90%. The customer contact indicated the "pt expired due to complications from surgery." Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)